Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3ma drawer 4 had multiple cubies that failed with a device not detected on bus error. The pharmacy technician attempted multiple recovery actions; however, the cubies could not be restored. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubage drawer 2.2 was not registering four pockets on the bus. The field service engineer (fse) removed and inspected the drawer, reseated all rear cable connections including the pyxis bus cable, reinstalled the drawer, restarted the station, and restored proper pocket detection. The system functioned as intended after the field service engineer (fse) repaired the device.